Manufacturer narrative:
The clinical representative instructed the patient to contact the implanting clinician's office to schedule a follow-up appointment. On (B)(6) 2021, the patient attended a follow-up appointment with the implanting clinician. During this visit, the implanting clinician determined the patient's leads had eroded, and the leads needed to be explanted. The patient was prescribed antibiotics (name, dosage, frequency, unknown). On (B)(6) 2021, the leads were explanted successfully, and no further issues have been reported. The patient stated that she is unsure as to what caused the erosion. However, the patient-reported tenderness and soreness following the implant procedure. The clinical representative confirmed that the implant procedure was performed in a sterile environment with sterile field handling protocols, sterile barriers of all products used were intact before the implant, and the procedure was completed in accordance with the product instructions for use. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the erosion was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the erosion is unknown/no problem found. Design stimq (B)(4) and hra for stimq (B)(4) was reviewed and device erosion is a known issue with mitigation controls in place to reduce risk as far as possible therefore, no CAPA is required.

Event description:
On (B)(6) 2021, the patient contacted the clinical representative to report drainage at one of the incision sites, pain, and possible erosion.